Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider clarifying that the sudden return of tremors was due to their disease and there was no significant change. No actions were necessary beyond getting her a new patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient has had a return of tremor symptoms, but patient has no way of checking whether her therapy is on without her patient programmer. Healthcare provider to have the patient come into their office to check. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.